Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction to b5 of the initial report. Please see b5 for further information. Correction to h6 "component code" of the initial report, "4752-protector/shield" is being corrected to "3123-tip". Correction to h6 "impact code" of the initial report, "2199-no health consequences or impact" is being corrected to "-2645-no patient involvement". Correction to h6 "medical device problem code" of the initial report, "2306-component missing" is being corrected to "3020-scratched material". Correction is being made to previously submitted g3 - date received by manufacturer which was not late. The correct date was 10sep2024. Additional information: h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and the damage pattern, the damage was likely mechanically induced. It is possible that the sharp scratch on the inside of the tip was caused by cleaning the device. Olympus will continue to monitor field performance for this device.

Event description:
Correction to b5 of the initial report: it was observed during the device inspection that the inside of the tip beak was scraped. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the resection sheath had a lost lock spring. There were no reports of patient harm.